Event description:
In the study, "the lenny randomised crossover trial demonstrates the mini-med 780g system is safe and effective for children aged 2-6." It was reported that the customer experienced diabetic ketoacidosis. Customer also reported vomiting and bronchiolitis. The event involved products mmt-1884x,mmt-332 and mmt-399. Troubleshooting was not performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No products were returned for analysis as a result of the study's findings.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Aanstoot, "60th easd annual meeting of the european association for the study of diabetes".diabetologia 67 (suppl 1), 1¿593, 2024, https://doi.org/10.1007/s00125-024-06226-0. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.